Manufacturer narrative:
Final analysis confirmed the events of lead noise and lead fracture the insulation was fractured at 40.0 cm from the distal tip. The cause of reported events was due to fractured inner coil consistent with fatigue fracture.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-07051. It was reported that patient had presented with noise and a lead fracture on their atrial and right ventricular leads. The leads were explanted on (B)(6) 2020. Patient symptoms and patient condition after the procedure were not reported.